Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article "the value of postoperative prosthesis alignment and patellar height measurements on standard x-rays after total knee arthroplasty: does it relate to knee function after 5 years?" By rachid rassir et al. Published by the knee was reviewed. The article purpose: to further clarify the combined influences of multiple parameters of prosthesis alignment and patellar height on knee function, by comparing patient reported outcome measures after tka. The article reports: three-hundred and four patients undergoing tka were included. All patients were implanted with an lcs knee system. Overall, the authors found coronal tibial component malalignment to be significantly associated with inferior improvement in kss-f scores. Out of the included 304 patients, a total of 34 complications were reported. Radiographic aseptic loosening was found 2 times, 1 patient needed a blood transfusion after surgery, 2 patients developed a deep prosthetic joint infection (both underwent revision surgery), 12 knees were revised, 2 knees were re-operated for other reasons and 12 knees underwent mua. Cement was not used and patella resurfacing was not conducted. Depuy products involved: lcs. Complications: aseptic loosening (2), major bleed (1), infection (1), surgical intervention (26).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint#: (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.